Event description:
It was reported that the doctor was using the product laparoscopically to take down the hysterectomy and uterus and vessels. He went below and removed the uterus and went back up and laparoscopically checked, looking for signs of blood and saw none. He sent the patient to recovery. About three hours later, he was notified that the patient was bleeding internally, and so he had to take her back to surgery. He removed over one liter of blood from her abdominal cavity and found a leaking vessel that should have been sealed by the enseal device. Using another of the same device, he went back in to seal the vessel and stopped the bleeding and sent the patient back to recovery. The patient had to stay another day in the hospital. There were no other patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: how was the surgeon in-serviced? In serviced completely and had used device at least 10 times prior to this issue what is the surgeon's experience with the enseal x1 curve jaw? Used at least 10 prior cases before event. Were there any generator alert screens in the original procedure? No did the surgeon receive the closing latch click with each energy application in the original procedure? Did the surgeon receive the completion tone on each energy application in the original procedure? Yes did the surgeon seal 1 time or multiple times prior to cutting? Most likely sealed more than once on some cuts. Was any bleeding experienced during the initial operation with the enseal? Unsure on this question. Was it a named vessel that was identified as leaking in the 2nd procedure? Right uterine artery were there any issues with the enseal during the 2nd procedure? No what is the patient's current status? She is fine an internal rapid response call was held on (B)(6) 2022 to include post market surveillance, customer quality, marketing, design engineering, quality engineering, and local associates to discuss the various issues. In a case last week, the surgeon saw some oozing and bleeding, but the case was fine when it was closed. The patient had to be brought back for bleeding (re-op). About 1-1.5 liters of blood had to be removed. It was near the round ligament. Since starting to use the enseal, there have been no changes in technique and no changes in pre-op therapy. The surgeons do it the same way every time. They do not use the enseal to take the uterine artery. The ip is the biggest they are taking. They are closing and latching for each firing. The end tone is heard every time. When firing the second time, they do not move the device or even re-open the jaws. There have been no generator errors. The generator being used is 9-10 years old but has the most current software. The oozing seems to be occurring where the distal tip of the jaws is being used otherwise there seems to be no real pattern to the oozing. 70-80% of cases have oozing now; so, the customer is starting to talk about the device. They have not tried the straight jaw; they like the features of the curve jaw. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.